Event description:
It was reported that the arctic sun device had water flow issues and temperature problems. Per follow up information received on 12apr2022, the device had been checked by the technicians and nothing wrong has been found. They assumed that a patient was being treated, but this was the first time they knew about this incident, as they called directly to the technical service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device met specifications during testing. It was found that the as5000 device successfully increased temperature to 30 degrees and decreased to 6 degrees. Flow also reached at least 1.5 l/m. As the device was functioning as intended, no repairs were made. As5000 device passed a functional check. As5000 system passed all tests, is functioning properly and is ready for use. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. It is unknown if the device was in use on a patient. DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had water flow issues and temperature problems. Per follow up information received on 12apr2022, the device had been checked by the technicians and nothing wrong has been found. They assumed that a patient was being treated, but this was the first time they knew about this incident, as they called directly to the technical service.